Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that an unspecified number of bd vacutainer® multiple sample luer adapters experienced tubes/extenders with molding defects that can be used. Product defect was noted during use. The following information was provided by the initial reporter: a material vigilance issue has occurred several times during the use of your "vacutainer multiple sample luer adapter" devices. These adapters connect our carpules to the patient extension (ICU laboratory) and are therefore used for the administration of fdg in nuclear medicine. On several occasions, the connection was badly made and did not hold, which created a risk of contamination. In each case, another device had to be used to ensure a good connection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® multiple sample luer adapters experienced tubes/extenders with molding defects that can be used. Product defect was noted during use. The following information was provided by the initial reporter: a material vigilance issue has occurred several times during the use of your "vacutainer multiple sample luer adapter" devices. These adapters connect our capsules to the patient extension (ICU laboratory) and are therefore used for the administration of fdg in nuclear medicine. On several occasions, the connection was badly made and did not hold, which created a risk of contamination. In each case, another device had to be used to ensure a good connection.